Event description:
During a tfn procedure, as the surgeon was using the reamer, it snapped into 2 pieces where it chucks into the drill. The surgeon was finished with the part when it broke. Also, as the surgeon was reaming the drill stop, it would not lock into place on the drill bit. The surgeon noted that the drill stop was loose. There were no pieces to retrieve. The surgeon was able to complete the procedure without further incident and with no adverse event to the patient. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Not previously reported. Drill stop shows signs of wear over the entire part. The inner edge of the plunger mechanism has a gouge in it. The tfn drill stop was sold (B)(4) 2002. The tfn drill stop is used to prevent overdrilling of the 6.0mm/10.0mm stepped drill bit used to create a path for the tfn helical blade or screw. This instrument is used with every tfn screw and about 1/2 of every tfn helical blade. In 2002 design changes were made to the material of the plunger mechanism to enhance its wear properties. In (B)(4) 2011, design changes were made to the drill stop to enhance the amount of engagement into the corresponding 6.0mm/10.0mm stepped drill bit. This particular product had an adequate life of the product at about 10 years. .

Manufacturer narrative:
Manufacturing and product development evaluations were conducted. The drill stop was received with significant wear and tear damage. There are scratches and dents all over the outside of the housing and inner edge of the plunger mechanism has a gouge in it. The material of the housing and the button were confirmed to be correct. Functional testing was performed and the drill stop and the push button did not pass the functional test as associated with significant wear. One of the sides was found to be undersized. The instrument conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection. In (B)(4) 2011 the drill stops were updated to increase the engagement with the mating drill bit. The new design further mitigates the risk and there does not seem to be a design issue.